Event description:
The event involved repositioning of a navilyst medical power rated peripherally inserted central catheter (PICC) secondary to high-velocity intravenous contrast administration. Correct positioning of the catheter was demonstrated by radiograph in the superior vena cava prior to two doses of intravenous contrast administration after which it was found to be malpositioned in the right internal jugular vein and then azygous vein on computed tomography (CT). The catheter spontaneously repositioned back into the superior vena cava after CT as confirmed by radiograph. These catheters demonstrated movement and are concerning for possible vascular intimal injury.